Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump black box showed multiple loss of prime warnings associated with low, non-zero force. No loss of prime warnings were duplicated during testing. A force sensor calibration test found that the force sensor was out of calibration. No occlusions were duplicated during testing. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that that the force sensor was out of calibration. This report is made based on the results of evaluation.